Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked iab catheter alarm recorded in the event logs. Unable to replicate any failure when exercising the iabp on a test catheter and patient simulator. No fault found. Device passed the keyboard button test in the service mode. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that the cs300 experienced a standby issue while the device was in use, despite no interaction with the keypad. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.